Manufacturer narrative:
A third-party agent evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device had powered off unexpectedly during use. There were no reports of patient use associated with the reported event.

Event description:
A customer contacted physio-control to report that their device had powered off unexpectedly during use. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
The device records were downloaded and reviewed. It was observed that the device powered off after issuing 3 low battery warnings. Per the lifepak 12 defibrillator/monitor operating instructions, device shutdown can occur when the device displays a low battery warning. The root cause of the reported issue is use error.